Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. Investigation conclusion: the reported event of a no external power alarm was confirmed based on the information recorded in the log files provided by the customer. The log files contained events recorded from january 21 to february 06, 2019 where one incident of a no external power alarm on (B)(6) 2019 was recorded. The voltage levels recorded during the event suggested that this event occurred when the system controller was connected to a mobile power unit (mpu) and the mpu power was lost. The pump support was not affected and the system was supported by the backup battery during this event. An exact cause was not able to be identified via the log file analysis; however, per customer information, this was due to the power cord loose. The mpu was not returned for evaluation and remained in use. As the mpu serial number was not provided, the investigation was unable to identify if this mpu was manufactured with upgraded v-lock/ac power cord. To the date, the mobile power unit (mpu) was not returned for evaluation. As result, this complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that technical services¿ review of submitted log files revealed the occurrence of a no external power alarm while the lvad was supported by the mobile power unit (mpu). This was due to the power cord coming loose.